Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facebook social media user reported a blood loss incident during treatment at a fresenius kidney care facility. Multiple attempts have been made to contact the clinic to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a video and a photo of the alleged malfunction were provided by the customer. According to the video and photo received, blood loss was observed, but the specific defect location is not visible. Because the lot number is unknown, a search was performed to find the lots delivered to the clinic in the last three months before the event date. No fmc bloodlines have been delivered during that period. A search was performed for the last fmc bloodline lot delivered to the customer however, no information was found. The reported event was confirmed based on the provided photograph and video.

Event description:
A facebook social media user reported a blood loss incident during treatment at a fresenius kidney care facility. Multiple attempts have been made to contact the clinic to obtain additional information related to the reported event. At this time, no additional information has been provided.